Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, the distal end of the stent was released, and it was difficult to enter an unknown catheter sheath introducer (csi). The stent could not be released successfully. As a result, the device was removed and a new 6mm x 150mm smart flex ses was used as a replacement. There were no reported injuries to the patient. This was during a procedure to stent an atherosclerotic left superficial femoral vein lesion. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, during preparation of a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, the distal end of the stent was released, and it was difficult to enter an unknown catheter sheath introducer (csi). The stent could not be released successfully. As a result, the device was not used in the patient, and a new 6mm x 150mm smart flex ses was used as a replacement. There were no reported injuries to the patient. This was during a procedure to stent an atherosclerotic left superficial femoral vein lesion which had moderate calcification but no tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). The stent was full constrained within the delivery system when removed from its. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and it was confirmed that the stent was returned partially deployed; therefore, it was determined an attempt to deploy the device occurred. No additional anomalies were present in the unit received. Even though the stent was returned partially deployed a functional simulation test was executed with no anomalies during deployment. No deployment mechanism impediment related to a deployment difficulty was noted and the stent was successfully deployed. Using a high magnification visual evaluation, the conditions of the stent were evaluated noting there were no issues related to a possible deployment difficulty. A product history record (phr) review of lot 338715 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Functional analysis was performed successfully on the device with no issues noted during deployment. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 338715 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, the distal end of the stent was released, and it was difficult to enter an unknown catheter sheath introducer (csi). The stent could not be released successfully. As a result, the device was not used in the patient, and a new 6mm x 150mm smart flex ses was used as a replacement. There were no reported injuries to the patient. This was during a procedure to stent an atherosclerotic left superficial femoral vein lesion which had moderate calcification but no tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). The stent was full constrained within the delivery system when removed from its. The device will be returned for evaluation.